Manufacturer narrative:
The device was evaluated by a service engineer (se) at the customer site. The syringe driver was replaced with new syringe driver assembly. Subsequently, device passed all relevant testing.

Event description:
It was reported that the device user (du) sent message that the knob to adjust the infusion driver was stuck. The site verified that they attempted to vigorously clean the syringe driver, including the metal knob and back plates that pull apart from the screw. The site is unsuccessful in lowering the plate to insert syringes. The team has chosen to manually push infusion solutions at 1 ml every hour over the course of the perfusion due to lack of automation.

Manufacturer narrative:
The syringe driver was returned for further investigation. Visual inspection of the device noted dents on the edge of the plunger block and scratches on the nut release knob. A residue color was observed noting perfusate contamination of the plunger block. Perfusate ingress to the spring assembly of the nut release knob likely caused the knob seizure.

Event description:
It was reported that the device user (du) sent message that the knob to adjust the infusion driver was stuck. The site verified that they attempted to vigorously clean the syringe driver, including the metal knob and back plates that pull apart from the screw. The site is unsuccessful in lowering the plate to insert syringes. The team has chosen to manually push infusion solutions at 1ml every hour over the course of the perfusion due to lack of automation.